Event description:
It was reported that the non (B)(6) right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual rise in impedance measurements since implant, and the health care professional (hcp) inquired about possible lead fracture. Rv pace impedance measurements had risen to high out-of-range pace impedance measurements greater than 3,000 ohms, and shock impedance measurements had risen but had stabilized around 70 ohms. A gradual rise in rv threshold measurements was observed, as well. The physician wanted to know whether replacing the device with a non (B)(6) device would resolve the observed change in impedance trends. Technical services (ts) discussed troubleshooting/programming options and possible causes, explaining the lead trends were not indicative a lead integrity or spring contact issue. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead exhibited continued out-of-range pace impedance measurements greater than 3,000 ohms and non-capture, indicative of compromised lead integrity. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received that the patient was seen in-clinic. The physician discussed replacing the current device with a non (B)(6) device and programming this rv lead from tip to rv, because it was suspected that there was a ring issue. Ts recommended pacing system analyzer (psa) testing. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).